Manufacturer narrative:
Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly. The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that the pump fell and a malfunction alarm occurred. Customer's blood glucose level was 140 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.